Manufacturer narrative:
G4:15jan2021. B4:18jan2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03831 was submitted. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2020-03831. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17dec2020.

Event description:
It was reported to philips that the device would not activate. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.